Manufacturer narrative:
Product analysis: the distal tip was damaged, with slight kinking of the tip. Blood was present inside the balloon. A short radial tear was evident on the working length of the balloon over the distal balloon marker band. The balloon material at the leak site was jagged and uneven. There is bunching evident to the proximal side of the tear, indicating that the balloon material was torn between the marker band and the surface on which the device met resistance. The device was placed into the water bath to disperse the blood present inside the balloon. Following removal of the device from the water bath, bunching to the inner lumen was confirmed immediately distal to the proximal marker band under the working length of the balloon. The proximal marker band was positioned in the balloon cone, which appears to be due to the bunching of the proximal balloon material. (B)(4).

Event description:
The physician was attempting to use a euphora rx balloon to treat an excessively calcified lad lesion (# 7- 9) exhibiting 99% stenosis and moderate vessel tortuosity. The device was prepped and inspected prior to use with no issues noted. There was no anomalous resistance during removal of protective device. It was reported that during the procedure the physician noticed that the distal marker band of the euphora balloon was shortened by pushing. According to the physician, it was not pushed ¿strongly¿. Resistance was felt when the device was passed through the lesion site. No resistance was felt with the mating device during delivery. It was reported that the physician carried out the first pre-dilation successfully. After checking the fluoroscopic images prior to the second dilation, it seemed to be different from normal so the second dilation was not carried out. The physician switched to a non-medtronic device to complete the procedure. There was no removal difficulty of the euphora balloon from the patient. The physician commented that the marker length appeared as unexpectedly shortened and that since the targeted lesion site had tortuosity, it might be related to angulation of fluoroscopy. The removed device showed damage to the balloon near the distal marker. It was reported that this might have occurred during attempt of the second delivery. No patient injury.